Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. No additional information available. (B)(4)

Event description:
A surgeon reported that recurring knives are not sharp during surgery. A alternate knife is taken to complete each procedure. There has been no harm to any patient. Additional information has been confirmed to be unavailable.